Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was guided through bolus wizard set up. Troubleshooting was not completed. The customer was advised to consult their doctor before making changes to their settings. The insulin pump will not be returned for analysis.